Event description:
This case was initially received via regulatory authority (B)(6) on 01-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("gynecological pains") and genital haemorrhage ("hemorrhagic disorders") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), genital disorder female ("gynecologic disorders"), musculoskeletal disorder ("muscular disorders"), depression ("depression"), gastric disorder ("gastric disorders") and arthralgia ("joint pains"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, genital disorder female, musculoskeletal disorder, depression and gastric disorder outcome was unknown and the arthralgia had not resolved. The reporter provided no causality assessment for arthralgia, depression, gastric disorder, genital disorder female, genital haemorrhage, musculoskeletal disorder and pelvic pain with essure. The reporter commented: remedial therapy and lab tests used along these years: radiology, physiotherapy, blood work-up, MRI, gynecology, and all the treatments (anti-inflammatory, antibiotics, antidepressants, anti-pain). Since removal of essure, no more gynecologic pains, still joint pains. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3881 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Ce check of data entry was performed according to guidance. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.